Event description:
New information received indicates that the lead undersensed atrial fibrillation again. No changes were reported. The patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right atrial lead exhibited undersensing of atrial fibrillation. Multiple automatic mode switch episodes for atrial fibrillation were noted. No intervention was performed. The patient was in stable condition.